Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a reading of "lo" and a reading of 90 mg/dl on her blood glucose meter within a ten minute time period. The consumer did not feel these were accurate readings. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.